Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s current blood glucose level was 200 mg/dl at time of incident. The customer stated that the pump was broken on the battery compartment and no connection from the battery cap and the battery. It was reported that they had blank display. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that pump will need to be replaced. The insulin pump will not be returned for analysis.